Event description:
It was reported that patient presented with occasional noise on their right atrial lead that resulted in inappropriate automatic mode switching (ams). The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.